Event description:
It was reported that while using panel phoenix nmic/ID-307 that an e. Coli mis-ID'd as citrobacter farmerii. No patient impact reported. The following information was provided by the initial reporter: panel sequence #: (B)(6), ID broth lot #: 3159941, ast broth lot #: 3019824, ast indicator lot #: 3145101, ast indicator open date: 10/25/23, set from remel blood plates, culture purity was confirmed ap was used for setup; ap0748, inoculum density: 0.5, broths sit for 5 minutes prior to panel inoculation, panels are loaded immediately onto instrument, pf4270, pf4265. Phoenix software v2.70.0.0, pud v7.21a, epicenter v7.50c, customer reports that an e. Coli mis-ID'd as citrobacter farmerii.

Manufacturer narrative:
H6. Investigation summary: this complaint is for misidentification of escherichia coli as citrobacter farmeri when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213003. The customer provided phoenix generated lab reports and binary files but did not provide isolates or panels for the investigation. The lab reports show identification results of c. Farmeri with the complaint batch. To investigate, three retention panels from complaint batch 3213003 were tested using qc isolate e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. Next, two control panels from the same material but different batch were tested using qc isolate e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. All five panels identified the isolate was e. Coli, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed six additional complaints on complaint batch 3213003, related to this defect (misidentification) and also not confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic/ID-307 that an e. Coli mis-ID'd as citrobacter farmerii. No patient impact reported. The following information was provided by the initial reporter: panel sequence #: 502891567564 ID broth lot #: 3159941 ast broth lot #: 3019824 ast indicator lot #: 3145101 ast indicator open date: 10/25/23 set from remel blood plates culture purity was confirmed ap was used for setup; ap0748 inoculum density: 0.5 broths sit for 5 minutes prior to panel inoculation panels are loaded immediately onto instrument pf4270, pf4265 phoenix software v2.70.0.0 pud v7.21a epicenter v7.50c customer reports that an e. Coli mis-ID'd as citrobacter farmerii